Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 9 mm from the distal end. There was a scratch on the broken point. The mfg history was reviewed, with no irregularities noted. Based on the eval and, we have concluded that the probe tip was scratched because the physician activated the ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.

Event description:
This item was used several times only. The probe tip was broken during operation. The broken tip was retrieved during the procedure and no incident report was received.